Manufacturer narrative:
The following fields have been updated due to correction: after further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. This has been confirmed a nonreportable event. MFR#: 3001741852-2023-00004 is void as a result.

Event description:
It was reported prior to using the bd ultrasafe passive¿ needle plunger, a mark was noticed on a plunger rod. The following information was provided by the initial reporter: during batch dw3841 on ail 4 line on friday 10 nov 23, a team member, during their checks on carton table, noticed a mark on a plunger rod. The team on the carton table were shown this defect to ensure if anymore were found to remove and keep for review. Batch details & photos below. I would appreciate to hear your comments on this observation and how this could have occurred.

Event description:
It was reported prior to using the bd ultrasafe passive¿ needle plunger, a mark was noticed on a plunger rod. The following information was provided by the initial reporter: during batch dw3841 on ail 4 line on friday, 10 nov 23, a team member, during their checks on carton table, noticed a mark on a plunger rod. The team on the carton table were shown this defect to ensure if anymore were found to remove and keep for review. Batch details & photos below. I would appreciate to hear your comments on this observation and how this could have occurred.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.